Event description:
On (B)(6) 2011, patient's wife reported that for the last 2 weeks, they have noticed that he has had to press the buttons on the infusion device more than once to get them to make a connection. Wife stated, the up arrow button on the infusion device is not working. Wife reported, she was unsure if the button pops back up when pressed. Wife does not have the infusion device with her to troubleshoot. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.